Manufacturer narrative:
The unit is being returned for an evaluation. Currently, the unit is lost because the distributor had (B)(6) pick up the unit instead of (B)(6). We are in the process of trying to locate the unit. If any new information is discovered, a follow-up MDR will be reported.

Event description:
Patient states liquid spilled out of the portable and burned them.